Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump had multiple signal too low alarms and unexpected restart alarms. The customer stated they would receive an unexpected restart alarm after every battery change. The customer's blood glucose was unknown. The customer stated the alarm did not occur during the rewind/prime sequence. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed due to faulty connector on interface board. The insulin pump was received with high idle current due to faulty connector on interface board. No alarms noted. The insulin pump was received with minor scratches on lcd window.